Manufacturer narrative:
The investigation did not identify a product problem based on the provided information. The cause of the event could not be determined.

Manufacturer narrative:
The serial number of the customer's cobas pure c 303 analytical unit is (B)(6). The investigation is ongoing.

Event description:
The initial reporter received questionable hdl- cholesterol gen.4 (hdlc4) assay results from two patient samples tested on the cobas pure c 303 analytical unit. Sample 1: the initial result was 218 mg/dl. The repeat result was 64 mg/dl. Sample 2: the initial result was 104 mg/dl. The repeat result was 42 mg/dl. The initial results were not reported outside the laboratory because they were deemed high and inconsistent with patients' histories.